Manufacturer narrative:
Retained device was evaluated and found to be within specification.

Manufacturer narrative:
Therefore, because medical/surgical intervention was required, this event is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
It was reported that a patient experienced an adverse reaction after undergoing a routine restorative procedure with dycal as one of the components. An indirect pulp capping procedure was performed, and the tooth eventually needed endodontic treatment. The dentist claims that endodontic therapy had to be performed due to the malfunction of the dycal.